Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding fracture involving a x3 triathlon cs ins size 4 9mm was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The reported event involved the instability off the knee. When revision surgery was performed it was found that a piece of the insert had fractured off. The exact cause of the event could not be determined because further information such as x-rays, patient history, follow-up notes and the primary operative report were not received. This information is needed to complete the investigation for determining the exact root cause.

Event description:
The patient came to doctor complaining that their knee had not "felt right" in the fall of 2013. After examination it was determined the knee was unstable. During surgery it was found that a piece of poly had fractured off of the posterior medial aspect of the tibial insert. A new triathlon 13mm lipped insert was used as the replacement device.

Event description:
The patient came to doctor complaining that their knee had not "felt right" in the fall of 2013. After examination it was determined the knee was unstable. During surgery, it was found that a piece of poly had fractured off of the posterior medial aspect of the tibial insert. A new triathlon 13mm lipped insert was used as the replacement device.